Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), ubd: , UDI#: 00763000241988 ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: 00763000241988 h3:analysis of the 97745 programmer (ptm) (serial number (B)(6) ) revealed main board no power. Analysis of the 97745 programmer (ptm) (serial number (B)(6) ) revealed main board no power. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the rep states that the patient's controller is not accepting a charge. The caller states the green light on the controller charger will come on but when the charging apparatus is plugged into the controller it does not respond (typically shows green light blinking). Caller did not have patient try another outlet or try using alkaline batteries. A replacement battery pack and controller were sent out. No symptoms were reported. Additional information was received from the pt. Pt called back and said they attempted to charge the replacement controller (ptm) from the ac power supply, but the ptm got hot. Pt said they did not want to create a fire, so they boxed all the equipment up and sent it back to the manufacturer. Pt said they thought we would test it and fix it and send back the equipment that worked. Pt said all the external equipment "quit working" and they could not get the ptm to turn on. A replacement ptm, battery pack, and recharger were requested. Additional information was received from the pt. It was reported that patient called back and stated they were having trouble with the equipment and boxed it all up and sent itin for testing. Patient stated they only received a controller back and not the ac power supply or recharger. Patient stated they're not able to charge the controller or their implant without the equipment. No symptoms were reported. A replacement recharger and ac power supply were sent out. Additional information was received from the patient. The pt called back and said they got the new rtm, but there was no ac power supply cord in the box or in the case. Pt was upset and thinks this was done intentionally to "keep him in pain".